Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative in regards to a patient receiving an unknown intrathecal medication via an implantable infusion pump. Patient history included non-malignant pain. The patient also had an implantable stimulation device. Following pump relocation from the abdominal area to the buttock (refer to manufacturer report #3004209178-2015-20233), the patient developed a severe infection and was admitted to the hospital. The stimulation device was explanted; however, it was reported that no intervention had taken place with the pump and it was unknown if intervention was planned. Diagnostics, troubleshooting, and patient outcome were not provided. It was unknown if the issue was resolved. Additional information has been requested b ut was not available at the time of this report.